Event description:
It was reported that the patient's pump alarmed; "unexpected failure". Per the reporter, "it appears this pump had not been working for months or years under delivering medication then failing. The medication was instilled from the old pump to the new one, the catheter was left unchanged". The pump contained baclofen and clonidine. Please see manufacturer's report #: 3004209178-2012-00287 for subsequent overdose event.

Manufacturer narrative:
The analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: it was reported that patient was seen in the hcp office for increased spasticity and "pump beeping". Patient had oral baclofen 20mcg at 10am at home, tizanidine 4mg was given at 12:30 pm in hcp office. Patient took another baclofen 20mg at 1pm. At around 2:29pm, the pump was interrogated. Upon interrogation motor stall was noted with no recovery on (B)(6) 2011. Pump logs noted "pump restarted due to restart command" which was not a true restart and motor stall recovery never occurred. Hence the two boluses were never received due to unrecovered motor stall. In between bolus #1 and bolus #2 the pump began to alarm. At 3:30pm, they were unable to be transfer patient to toilet to void. Patient catheterized under sterile technique using antimicrobial catheter, 400cc of urine "dip negative. Around 3:54pm patient's husband headed to get patient admitted urgently for pump replacement.

Event description:
Information previously reported via manufacturer's report #3004209178-2011-09005: a confirmed motor stall noted in event logs with no motor stall recovery was reported. The cause of the motor stall was unknown. Drugs delivered via the device were clonidine 800mcg/ml and baclofen 2000mcg/ml. The patient came into the clinic today reporting withdrawal; logs showed motor stall this morning. They interrogated the pump and programmed a bolus, but the pump was still alarming. The patient had had no medical tests, no exposure to emi or magnets; it happened in the middle of the night.the pump never recovered. They had to urgently admit the patient to the hospital. The pump was replaced the next day. The explanted device was not sent to pathology; it was thought that they probably tossed out the device. As of (B)(6) 2012, the patient was "doing great". At the time of the event, the pump was delivering lioresal (2000 mcg/ml at 440 mcg/day and clonidine 800 mcg/ml at 175 mcg/day). Any additional information will be reported via manufacturer's report # 3004209178-2012-00288.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Correction: all previously reported patient, device, and conclusion coding has been updated in this report. (B)(4).

Event description:
Additional information was received from a consumer who indicated that the patient's pump had failed and stopped working on (B)(6) 2011, and the pump was replaced on (B)(6) 2011. This had sent the patient's body in a tailspin and was in the hospital for 2.5 months. It had changed the patient's life and the patient was never the same after. Approximately a year prior to (B)(6) 2011, the patient did not think that the pump was helping her symptoms. The patient only had use of one of her limbs after this event and had done rehab. The patient had begun to be able to walk again with a cane, but not currently.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed motor corrosion and gear train anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.